Manufacturer narrative:
The customer reported problem was confirmed as device will not calibrate. A review of the device history record showed the device had a manufacture date of 08jan2018. The review was performed from the date of manufacture to the date of product release for distribution.

Event description:
The customer reported the device will not calibrate. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device will not calibrate. There was no patient involvement.